Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted log files for review. 207 pi events were recorded throughout the log file. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had an elevated lactate dehydrogenase (ldh) on routine labs. The patient continued coreg 25 mg, lisinopril 40 mg, and lasix was held. The echocardiogram was performed on (B)(6) 2021 and noted no doppler evidence for obstruction of the inflow cannula. The account reported that there was a concern for hemolysis. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26feb2018. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an elevated lactate dehydrogenase (ldh) on routine labs and was instructed to report for urgent re-test. Patient had no complaints, feels well. Jvp 8 cmh20. Trace edema noted. Warm. Non-pulsatile by exam. Urine was yellow, denies tea-colored urine. Of note, international normalized ratio (inr) has been therapeutic since (B)(6) 2021, and 2.7 on date of reported event. Lvad (left ventricular assist device) interrogation without alarms. The patient continued coreg 25 mg, lisinopril 40 mg. Held lasix. No evidence of clinical heart failure or pump dysfunction, but clear 'biochemical" evidence of hemolysis. Plan was to monitor overnight and discuss getting cta (computed tomography angiography) based on renal function. There was lvad concern for hemolysis. Log file submitted contained approximately 4.5 days of data and the speed was 9200 rpm. The average power ranged from 5.1 watts to 6.6 watts. The average pi (pulsatility index) ranged from 1.9 to 6.9 and the average flow ranged from 4.3 lpm to 7.4 lpm. The data reviewed did not contain attributes which would lead customer to suspect the presence of thrombus within the motor chamber; however, that did not mean thrombus was not present in the circulatory loop. There were no unusual events seen within the log file. The device was operating as expected. Additional information requested but not provided.